Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same date as the death, the patient was given unspecified antibiotics (medication, route, frequency, dosage, and duration not reported) for the peritonitis event. The cause of death was not reported. On the same date as the death the patient visited the hospital, but was not hospitalized and passed away at home. The patient was not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. It was not reported if automated peritoneal dialysis therapy was ongoing up until death, and it was unknown if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date, the patient experienced peritonitis. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.